Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Upon deployment of the closure device, there was much pectinate which created a shelf in the laa and the device was slightly canted with a shoulder in the 135 view. One partial recapture was performed. There was some shoulder in the 135 view, however, the release criteria were met and the device was released into the laa. One day post procedure, the device embolized to the patient's abdomen. This device was removed with a percutaneous snare. The patient was expected to fully recover.

Manufacturer narrative:
Updated: a2: date of birth. A2: age at time of event. A2: unit of measure - age. A3: sex.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Upon deployment of the closure device, there was much pectinate which created a shelf in the laa and the device was slightly canted with a shoulder in the 135 view. One partial recapture was performed. There was some shoulder in the 135 view, however, the release criteria were met and the device was released into the laa. One day post procedure, the device embolized to the patient's abdomen. This device was removed with a percutaneous snare. The patient was expected to fully recover.

Manufacturer narrative:
Media review: procedural transesophageal echocardiography (tee) and fluoroscopy were provided for review, and were reviewed by a boston scientific (bsc) medical safety director. The media showed transseptal puncture (tsp) with septal tenting and bubble test. The left atrial appendage (laa) anatomy measured a maximum diameter of 22mm, showing prominent pectinate muscles in higher tee angles, followed by positioning of watchman access system in the area of laa. The first positioning pre-release of the closure device was not optimal, with the closure device being tilted in the laa. After release, the position of the closure device was better, but still showed some tilting in the tee angle with shoulder over 1/3. Compression in that angle was measured at approximately 11 percent. There was no significant leak detected by the color doppler. Fluoroscopy imaging taken one day post procedure showed the closure device located in the abdominal aorta close to the aorto-iliac bifurcation. Withdrawal was performed with the help of forceps/snare advanced through sheath, and the closure device was successfully pulled into the sheath and withdrawn en bloc. The closure device embolization may have been facilitated by sub-optimal position with prominent shoulder and some tilt in higher tee angles. The provided media was consistent with the event description of closure device embolization to the abdominal aorta and successful retrieval.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Upon deployment of the closure device, there was much pectinate which created a shelf in the laa and the device was slightly canted with a shoulder in the 135 view. One partial recapture was performed. There was some shoulder in the 135 view, however, the release criteria were met and the device was released into the laa. One day post procedure, the device embolized to the patient's abdomen. This device was removed with a percutaneous snare. The patient was expected to fully recover.